Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, evidence was found that the lead was not electrically continuous. Detailed visual inspection confirmed that the inner conductor coil had a break near is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be successfully implanted due to high out of range pace impedance and high pacing thresholds. The lead was replaced for a new one. No additional adverse patient effects were reported.